Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient was going to get an x-ray of their leads to rule out migration. After the x-ray, the rep was going to set up a programming session. Nothing was scheduled as of now and the rep was waiting for the patient to call to schedule the reprogramming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and manufacturer's representative (rep). The patient stated the head pain was almost daily and it was getting to the point where the patient was ready to have the device taken out. The rep contacted the healthcare provider's (hcp) office and began the scheduling process for a reprogramming session. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the consumer met with a manufacturer's representative (rep) a week ago and nothing was done yet. The patient stated the rep was going to talk to the healthcare provider (hcp) and arrange x-rays. The patient provided their weight. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the rep was still waiting for the patient to call them to schedule a reprogramming session. No further complications were reported.

Manufacturer narrative:
Event date is an approximate. Patient stated "at the beginning of (B)(6)."

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had the implant in their hip for head pain. At the beginning of summer, it seemed like the pain started to get worse. Before that, it used to be once or twice a week, but the patient noticed within the last month or so that they haven¿t been getting much relief at all and suddenly pain was coming back in their head more frequently, almost daily. The patient said the pain was starting to get debilitating and they were taking pain pills. They also mentioned they were told the device would help 75-90%, but it is helping more like 25-50%. The patient increased to 1.05v and it would help for a while and the pain would go away, but the patient would feel a buzzing feeling in their left arm. The patient then reduced stimulation and the buzzing would go away. The patient currently was set at 0.65v and the ins is on. No further complications were reported.